Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe had difficult plunger rod movement and was unable to aspirate during use. The following was reported by the initial reporter: "the problem has already occurred again after this contact. Customer informs that went through the problem again, the alleged defective syringe has been kept for evaluation, no defect is apparent. Customer reports that it seems that either the body of the syringe is reduced in its diameter (unlikely), or the rubber of the tip of the plunger (the stopper) may be out of its proper measurement, leading to the perception of hardness when aspirating the medication and consequently not being fully injected during the application."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an unspecified bd syringe had difficult plunger rod movement and was unable to aspirate during use. The following was reported by the initial reporter: "the problem has already occurred again after this contact. Customer informs that went through the problem again, the alleged defective syringe has been kept for evaluation, no defect is apparent. Customer reports that it seems that either the body of the syringe is reduced in its diameter (unlikely), or the rubber of the tip of the plunger (the stopper) may be out of its proper measurement, leading to the perception of hardness when aspirating the medication and consequently not being fully injected during the application.".